Event description:
This was a left-sided lead extraction procedure conducted in the hybrid or to remove a total of 2 leads (rv - mdt 4092 capsure sp novus is-1 bipolar; ra - mdt 4592 capsure sp novus bipolar atrial j; both 24 mths old) due to a non-functional lead. Md chose to use 14f gl with the addition of a m - visisheath 33cm. Rv lead was prepped with a lld-ez and extracted first. There was difficulty encountered at the innominate/svc junction, but laser sheath advanced and lead came out nicely. Switched to the ra lead (prepped with a lld-ez) using the 14f gl/m-visisheath 33cm. The md advanced the 14f gl very close to distal tip of the lead. Md repositioned the gl and manually advanced the gl to the tip but the lead did not release. Lased a few more times and the lead released. The lead had scar tissue was on the lead on the outside of the "fin" located outside of the ra. 0728 am bp fell from 109 systolic to 80's; 0729 surgical team called, 0734 chest open with scalpel and saw, 0738 complete control of bleeding, ra perforation noted and successfully repaired, 0815 case complete.